Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Customer declined troubleshooting from tandem technical support (tts) as customer was not experiencing issue at time of call. Tts instructed to contact tts should any additional issues arise. There was no reported adverse impact to the customer's blood glucose level.